Manufacturer narrative:
No product failures were reported. During a surgical procedure, a surgeon commented that the threads don't seem like they would hold onto the cup very well. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During the case, surgeon wanted to use the manual threaded cup impactor to secondary impact the cup. There are very limited threads on the impactor to screw in the cup implant. It was very difficult to thread into the cup, and he foresees it being an issue down the road, especially if we have to ever take a cup out. The threads don't seem like they would hold onto the cup very well.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
During the case, surgeon wanted to use the manual threaded cup impactor to secondary impact the cup. There are very limited threads on the impactor to screw in the cup implant. It was very difficult to thread into the cup, and he foresees it being an issue down the road, especially if we have to ever take a cup out. The threads don't seem like they would hold onto the cup very well.